Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# 4e00lj. V40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# am5365. Anato stem sz 3 right neut; cat# 4845-7-113; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Infection prompted implant removal.